Event description:
It was reported that boston scientific technical services (ts) was asked to consult about programming optimization. During the patient follow-ups, there were reports of competitive pacing and changing thresholds. Later, it was reported that the patient had high pacing thresholds on a bundle of his lead in the right ventricle (rv), and the patient had an abnormal rhythm morphology. Ts discussed programming options. Later, during a routine visit, some far-field oversensing was noted on the rv channel. The device remains in service. No adverse patient effects were reported.